Event description:
With a patient on the table during a procedure, the return to level button was pressed and the head and foot sections of the table lowered. No patient injury resulted.

Manufacturer narrative:
The table was evaluated by a berchtold corp. Service technician on (B)(4) 2011 after the incident at the location where the incident occurred. The problem was duplicated. The problem was determined to be a faulty leg and back sensor harness. The harness was replaced and the problem was corrected. The table was turned back over to the customer for use.